Manufacturer narrative:
In follow-up report #2 the date 7/2/2020 was provided in section g4, however on august 25, 2020, it was clarified with the clinical research team that on july 2, 2020 the database is locked which means that no more data can be entered into the study. The data had to be analyzed and reviewed to correlate the device and patient information. This review was completed on july 7, 2020, therefore, the correct aware date for reporting purposes is july 7, 2020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: information received that the clinical study was unmasked and the product identifiers were provided. As a result, the following fields have been updated. Section d1: brand name: tecnis synergy with optiblue. Section d4: model #: zfr00v. Section d4: catalog #: zfr00vu175. Section d4: serial #: (B)(6) section d4: expiration date: 3/15/2024. Section d4: UDI#: (B)(4).. Section h4: manufacturing date: 3/15/2019. Corrected data: the initial report was submitted under a then unknown clinical study device. The clinical study has now been unmasked and upon learning the model of the lens (zfr00v), it was realized that this report was submitted for a device that is not same or similar to a marketed device in the united states. Therefore, the reported event is now determined not MDR reportable. No further information will be provided for this event under MDR number 9614546-2020-00065. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Placeholder.

Manufacturer narrative:
Brand name: unknown/not provided. Model number: unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. Phone number, facility name, address, not provided as event is a clinical masked study. PMA/510(k) #: unknown, as the serial number was not provided. Device manufacture date: unknown, as the serial number was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a clinical masked study patient had bilateral intraocular lens (iol) implants in both eyes (ou). At 1 month visit, subject became extremely bothered by halos, starbursts when driving at night; extremely bothered by glare when outside or driving; and extremely bothered by poor low light vision when reading or outside. The preop best corrected distance visual acuity (bcdva) was 20/30 both eyes (ou) without glare and 20/50 ou with glare. Postop bcdva: 20/16 ou. Iol exchange occurred in the right eye (od) on (B)(6) 2020. Surgery went well according to the site; no patient adverse events or post-op injuries. Customer is postponing plan to explant left lens (os) and at the time of this report the lens remains implanted. No other information is available.

Manufacturer narrative:
Section d10. Device available for evaluation? Yes. Returned to manufacturer on: 4/17/2020. Section h3. Device returned to manufacturer? Yes. Device evaluation: visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: the manufacturing record cannot be reviewed since the serial number is unknown. The complaint history was not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.